Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial right elbow arthroplasty on unknown date. Subsequently, the patient is being considered for a revision due to severe bone loss in ulna. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.